Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jun-2019 with the following findings: a review of the pump¿s black box history showed no call service alarms. During testing, the pump was powered on with audio tones and vibrations functional, however the display was black. The pump case was opened and the display screen was observed to be cracked. The complaint of a call service alarm issue was not able to be adequately investigated due to the unrelated cracked display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump was emitting an unknown alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.